Event description:
It was reported that this implantable pacemaker was suspected to exhibit premature battery depletion (pbd). Additionally, elevated atrial and ventricular thresholds were observed on both the right atrial (ra) lead and right ventricular (rv) lead requiring a lead revision for both. After a discussion with the physician and the family, it was decided not to replace the generator. No adverse patient effects were reported. At this time, this device remains in service.